Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrilator did oversense some electromagnetic interference, which led to pacemaker inhibition for greater than 2 seconds duration. The patient did not have any symptoms to report and could not recall his activity at the time of the interference. Lead measurements were all noted as stable.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.

Event description:
Additional information was received that the device was later electively explanted. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the case and body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.